Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: three batteries (B)(6) were returned for evaluation. One battery (B)(6) was not returned for evaluation. Review of the manufacturing documentation for (B)(6) confirmed that the battery met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of log files could not be performed since log files covering the reported event date were not available for analysis. Internal inspection of the returned batteries did not reveal any anomalies. Failure analysis of the batteries (B)(6) revealed that the units passed visual inspection and functional testing. The batteries were able to adequately charge on a test battery charger and provide power to a test controller. As a result, the reported event could not be confirmed. A possible cause of the reported event not charging event involving the returned batteries can be attributed to a marginal connection between the battery and battery charger. Possible root causes for the reported not charging event involving (B)(6) may be attributed, but not limited, to an internal battery communication error, a faulty integrated circuit, improper weld, soldering defect, out of temperature range, and/or a charge time-out of eight (8) hours. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause related to a power consumption issue involving (B)(6) can be attributed to soldering or welding defects. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: battery d4: (B)(6) d9: yes, return date: 19-june-2023 h3: yes dev rtn to MFR? Yes d1: battery d4: (B)(6) d9: yes, return date: 19-june-2023 h3: yes dev rtn to MFR? Yes d1: battery d4: (B)(6) d9: yes, return date: 19-june-2023 h3: yes dev rtn to MFR? Yes investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four batteries were not holding a charge and/or sometimes not charging. The batteries were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650, catalog #: 1650, expiration date: 31-jan-2023, serial #: (B)(6), UDI #: (B)(4), d9: no h4: mfg date: 26-jan-2022, h5: no, h6: patient ime code(s): e2403, h6: imf code(s): f26, h6: img code(s): g02002, h6: FDA device code(s): a0705, h6: FDA method code(s): b21, h6: FDA results code(s): c21, h6: FDA conclusion code(s): d16, d1: heartware ventricular assist system ¿ battery, d4: model #: 1650, catalog #: 1650, expiration date: 31-jan-2023, serial #: (B)(6), UDI #: (B)(4), d9: no, h4: mfg date: 26-jan-2022, h5: no, h6: patient ime code(s): e2403 , h6: imf code(s): f26, h6: img code(s): g02002, h6: FDA device code(s): a0705, h6: FDA method code(s): b21, h6: FDA results code(s): c21, h6: FDA conclusion code(s): d16, d1: heartware ventricular assist system ¿ battery, d4: model #: 1650, catalog #: 1650, expiration date: 31-jan-2023, serial #: (B)(6), UDI #: (B)(4), d9: no, h4: mfg date: 26-jan-2022, h5: no, h6: patient ime code(s): e2403, h6: imf code(s): f26, h6: img code(s): g02002, h6: FDA device code(s): a0705, h6: FDA method code(s): b21, h6: FDA results code(s): c21, h6: FDA conclusion code(s): d16 . Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.